Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing, and environmental chamber testing without duplicating the report. The analog board shields were updated as a precaution. The device was recertified and returned to the customer. Review of logs did not show any ECG related errors. The activity log did observe numerous lead button press messages which will result in the device expecting an ECG signal via ECG 3,5, or 12 lead cables. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.